Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a non-sustained oversensing episode for right ventricular non-capture and possible accelerated ventricular rhythm with ventricular tachycardia below rate detection. Programming changes were made to restore normal parameters. The patient status was unknown.